Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was forward firing after 7,219 joules, and 1 minute of laser time. The fiber was emitting a yellow light, and there were no courtesy message. A second fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual examination of the device revealed a circumferential fracture at the distal side of cap fusion zone at the bevel edge. Due to the observed circumferential fracture at distal side, the potential for forward firing may exist. The glass cap exhibits mild devitrification at output window and the metal cap exhibits mild detritus adhesion and scorching on surface. In addition, based on the condition of the fiber tip, it is likely the fiber experienced heavy tissue contact and decreased saline flow, which are advised against in the instructions for use (IFU). Based on the circumferential fracture, the reported event is confirmed, and an evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the IFU. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the fiber was forward firing after 7,219 joules and 1 minute of laser time. The fiber was emitting a yellow light, and there were no courtesy messages. A second fiber was used to complete the procedure with no clinical consequences to the patient.